Event description:
Reportedly, during the procedure, the surgeon was using the electrosurgical pencil. The pencil kept running after his finger was off the button. The surgeon burned the pt's skin. The tech had to manually turn off the electrosurgical machine. The machine was restarted and it would not go into the correct mode. The surgeon excised the skin lesion and repaired with a 5-0 vinyl p3-9 small area about 1cm in size.